Event description:
New information indicated the lead exhibited noise and high capture thresholds. The lead was capped and replaced on (B)(6) 2015. The patient was in normal condition post procedure.

Event description:
It was reported that the patient was seen in clinic and the ventricular lead exhibited high impedance. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.